Event description:
On (B) (6) 2010, due to device leak, patient reported to emergency department to have device removed. Medical provider was unable to get balloon to deflate, so feeding tube was not removed. Patient referred to radiology for possible endoscopic removal.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.